Event description:
It was reported that a tl60 was used during a low anterior resection. It was reported by the affiliate that when the surgeon approached the rectum with the tl60, the staples fell out from the instrument into the patient. The staples were retrieved and another stapler was used to complete the case.